Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 adverse event problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not connecting to any cubie pockets. A field service engineer (fse) attempted to eject drawer pocket c1 but encountered issues with opening and clicking. The fse removed the drawer, adjusted the rail guides, and assisted the customer in accessing medications from the ejected pocket, as well as with assigning and loading. The fse checked all connections and removed debris. The system functioned as intended after the field service engineer repaired the device.